Manufacturer narrative:
(B)(4) - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
The review of the sterilization paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient was transferred to the facility complaining of breathing difficulty and malaise, which were caused by a thoracic aortic aneurysm with diameter of 7cm, atelectasis of the left lung, and obstructive pneumonia. Since treatment was prioritized for cerebral infarction the patient developed during hospitalization (date unknown) and the pneumonia the patient already had, the aneurysm was monitored. On (B)(6) 2010 (19 days after the patient was transferred), the patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis (tgt3420/8106773) to repair a thoracic aortic aneurysm. The device intentionally covered the left subclavian artery, and was deployed at zone 2. During removal of a gore® introducer sheath with silicone pinch valve (ts2230/06050233) inserted at the right external iliac artery, a damage to the artery was confirmed and was repaired with a surgical graft via retroperitoneal approach. The patient tolerated the procedure. Post-operatively, the atelectasis slightly resolved. It was reported that one intent of the device implant was to release compression from the aneurysm to the lung to repair atelectasis, however this was not achieved as expected. The physician commented that no device could have achieved the release. On (B)(6) 2010 (28 days after the implant), a bronchoscopic surgery was performed to completely treat the atelectasis. Left primary bronchus was completely occluded due to compression from the aneurysm. Sputum, fibrin-like material, or necrosed tissue were confirmed at stenosed areas and then retracted using a biopsy forceps. Eventually the upper lobe bronchus could be seen and the bronchoscopy was complete after supplying air to the lower lobe bronchus and confirming its inflation. Post-operatively, the left lung was not inflated as expected and breathing was not sufficient. Also, the patient developed the right lung pneumonia due to sputum-like material flowing into the right lung. On (B)(6) 2010 (8 days after the bronchoscopy), a CT image revealed air in the aneurysm sac and an aortobronchial fistula was suspected. As it was reported that it is unknown when and how the fistula was developed, the physician indicated that the fistula might have already developed prior to implanting the device, due to the aneurysm compressing the lung. Later the patient's condition became critically ill. On (B)(6) 2010 (11 days after the bronchoscopy), the patient expired due to septic shock. It was reported that the fistula led to systemic infection, sepsis, and eventually death. The patient was medicated after infection was identified until he expired.